Manufacturer narrative:
Investigation under (B)(4) on going. Date of event is unknown. (B)(4).

Event description:
The surgeon attempted to implant a collamer lens model cc4204bf. It was indicated that the injector was cracked and the lens tore while advancing. The lens was not implanted and there was no patient contact. It is unknown if there was a product malfunction.